Manufacturer narrative:
Visual inspection of the returned device showed that the sealant was protruding out from the slit on the outer shuttle cartridge tubing. The procedural sheath was pulled back to the green shuttle hub, and the shuttle cartridge was engaged to the black handle. The condition of the returned device indicated that the sealant may have been prematurely hydrated and adhered to the catheter and or shuttle, creating resistance and hindering the device from shuttling down during the deployment. The sealant was removed; the shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. No resistance was felt during the investigation. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lot history record (f1604802) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the reported event could have been caused by the sealant prematurely swelling up and increasing the profile, which can create resistance and obstruct the device path during shuttle down procedure. However, the root cause of the sealant prematurely swelling could not be conclusively determined. All incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip device failed to deploy. The device was being used for arterial closure with a 6f procedural sheath following a diagnostic procedure. The device was placed in the procedural sheath after prep, the balloon was inflated and pulled back to the sheath (first point of resistance). The balloon was then pulled back to the arteriotomy (second point of resistance). The doctor opened the sheath stopcock and shuttled down to deploy the sealant. Significant resistance was felt when shuttling down. Excessive force was applied when shuttling down. It was then noted that the sealant had become lodged at the end of the sealant sleeve as it entered the tissue tract and wouldn't deploy. A second attempt was made to deploy the sealant and complete the shuttle process but was unsuccessful. Unusual force was not applied when retracting the sheath. There were no kinks in sheath or device after removal. Manual compression was applied for 30 minutes or less. The patient was described as fine and hospitalization was not prolonged as a result of the event. No further information is available.